Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple needles. In addition, it was reported that the syringe needle became blocked after inserting the needle into the cartridge septum. Customer's blood glucose level was 200 mg/dl. A syringe needle change was performed resolving the issue.